Event description:
Prior to this procedure, the surgeon was informed that the pt did not meet the criteria specified in the IFU and that there may be difficulties; heavy calcification was noted in the posterior proximal neck, the distal waist, and the common iliac; also the aorta was identified as being very narrow. Additional surgery was required: a femoral-femoral bypass. An aorto-uni-illiac (aui) approach was used. The physician successfully completed the aui approach utilizing one excluder trunk-ipsilateral component and one aortic extneder. This was an anticipated deviation. The pt is doing fine. There were no allegations of deficiency made related to the excluder product.